Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of rain on screen was unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The sr8 ultrasound image looks normal when compared to other in-house units. A history review of serial number (B)(6) showed one other similar product complaint(s) from this serial number.

Event description:
Per biomed - rain on screen. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed one other similar product complaint(s) from this serial number.

Event description:
Per biomed - rain on screen. No other information was provided.